Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device evaluated by MFR: device not available.

Event description:
It was reported, "please can someone design a prox tibia component. Hopefully a rotating hinge. And a mets with side plates and an ha collar."